Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer high frequency electrosurgical generator unit was returned to olympus for repair for a reported ¿restarting¿ problem. The customer reported problem was found at an unspecified event. No death or injury and no impact to patient or other has been reported. Upon inspecting and testing, a reportable malfunction was identified, error e433 occurred, and the unit restarts automatically due to a defective high voltage power supply board malfunction. This report is being submitted to capture the e433 error.

Manufacturer narrative:
The repair inspection confirmed the customer¿s reported problem as error e433 occurs, and the unit restarts automatically. The problem was isolated to a defective high voltage power supply (hvps) board malfunction. The inspection also noted, multiple cracks in the front panel (reportable) and screws from the housing were missing and the device does not respond after pressing the power switch due to a defective low voltage power supply board. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The reportable error e433 malfunction is a known issue. The e433 error will occur if the effective value of the output signal falls below the specific limit. As a safety precaution, the device restarts. If the cause of the error persists, unlimited permanent restarts may follow, then the device is no longer usable. The e433 error can only occur during device start-up. In this case, the repair center isolated the error back to a defective hvps board. The root cause of the defective boards is unknown, however, possible causes of a defective hvps board are: possible causes of a defective hvps board are: the supply voltage from the hvps board is missing or too low (permanent error). A defective hvps board due to a short circuit of the mos transistors (permanent error). In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
The distributor further reported the customer event ¿restarting¿ was found during inspection before use. The device was restarting with error e433.there was no delay and no patient was under anesthesia at the time of event. No further information was provided or obtained.

Manufacturer narrative:
This supplemental report was submitted to provide additional details of the customer event (b3 and b5).